Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient wanted the ins removed due to pain and they were not getting relief. The patient stated the ins itself had moved from the original pocket location and was uncomfortable. It was unknown what factors may have led to the issue and what steps were taken to resolve the issue, prior to explant. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.